Event description:
It was reported the camera head had a tear on the cord with metal visibility. The issue occurred for an unspecified cystoscopy procedure. The procedure was completed using the same set of equipment there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of tear on the cord, metal is visible was confirmed. The definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.